Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report that the product analysis lab received the complaint device on 28-aug-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. This MDR submission also includes the complete primary UDI number, the device manufacture date, and the review of the manufacturing documentation for the lot 9648423. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: visual inspection of the product revealed scratches on the tip, an oval shape at the distal end, and kinks in the balloon area (marks of being crushed from multiple directions). A scratch was observed at the apex of the kink, and a hole was found in the balloon at the location where the abrasion was found. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum inner diameter (ID) check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the kink (approximately 20mm of shaft from the distal end) such that the ball gauge could not be advanced beyond this point without resistance. It was confirmed that the dilator could not be advanced beyond this point without resistance, but the 0.038-inch guidewire could advance past the kink on the shaft. When 0.45 ml of water / dye solution (100:1) was injected into the balloon and it was inflated and deflated, the balloon did not expand, and the water / dye solution leaked from the balloon at the location of the injury that was observed on visual inspection. The details of the reported complaint detailed, "when inserting the sheath, it was severely calcified, making insertion difficult enough that the sheath broke. After inserting the sheath, the emboguard bgc was inserted, but resistance was felt in the highly calcified and tortuous area within the blood vessel. When the emboguard balloon guide catheter (bgc) was removed, the tip was found to have been crushed." It was thought that the kinking of the tip and damage to the balloon may have been caused during insertion or guidance into the patient's anatomical structure. The IFU states, "do not allow the balloon to come into contact with calcified blood vessels or blood vessels in which a stent has been placed. Also, do not move the balloon during or after expansion." And "do not use in excessively tortuous blood vessels." Based on the complaint details, it can be confirmed that the device was used in this way, but the root cause for this complaint could not be confirmed. From the investigation, there is no indication that this complaint was a result of a defect or malfunction of the emboguard bgc. A review of the manufacturing documentation associated with this lot (9648423) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, d.4, g.3, g.6. H.2, h.3, h.4, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section d4: primary UDI number: the manufacturing date of the device is currently not available. Therefore, the full UDI is currently not available. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is currently not available. Therefore, the full UDI is currently not available. A review of the manufacturing documentation associated with this lot (9648423) is in process. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting an occlusion on the right internal carotid artery (ica) to the m1 segment of the middle cerebral artery (mca), devices were used in accordance with their instructions for use (ifus). The approach was made from the right femoral region. When the sheath was punctured, the severe calcification made insertion difficult enough to cause the sheath to bend. After inserting the sheath, the 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / 9648423) was inserted into the sheath, but resistance was felt in areas with strong calcification and tortuosity. When the emboguard bgc was pulled out, there was deformation observed at its tip. The emboguard bgc was replaced with an 8fr optimo¿ balloon catheter (tokai medical) and the approach was changed to puncture from the right femoral to the left femoral puncture and the optimo balloon catheter was advanced to the right common carotid artery (cca). One pass was made using a 132cm cereglide 71 catheter (nic71132c / 31484763) and a 6.5mm x 45mm embotrap iii revascularization device. Partial recanalization was achieved. After confirming the m1 segment occlusion, a second pass was attempted using the same system set up. The thrombus was found to be large in volume and hard. As a result, resistance was felt at the hub of the 8fr optimo balloon catheter making the cereglide insertion impossible. It was reported that a kink was suspected on the 8fr optimo balloon catheter; the guiding catheter was removed and replaced with a new optimo balloon catheter. After it was replaced, another attempt was made to insert the cereglide, but it could not pass through the hub of the replacement optimo balloon catheter. The cereglide was replaced with a 6fr esperance¿ aspiration catheter (wallaby medical) and advancement was possible. Subsequently, four passes were made using the esperance and the embotrap iii device. A total of five passes were made and the resulting tici score was 3 with recanalization achieved. Continuous flush was maintained during the procedure. There was no negative impact on the patient. The patient condition was ¿improved compared to when he [first] arrived at the hospital.¿ on 22-aug-2025, additional information was received. Related to the clot characteristics including length and density, the information indicated that ¿there was a large amount of thrombus from the bifurcation of the ic-top to the c2 [segment]. The hardness and density are unknown.¿ the information also indicated that ¿although it was a case with widespread severe calcification, the calcification at the right groin access point had a significant clinical impact. Distally from the access point, although calcification was severe, it was not enough to impact catheter delivery.¿ there was a delay in the procedure time, but the physician commented that it is unclear whether it had a significant impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to correct the medical device problem code. The 3500a initial medwatch report documented the code deformation due to compressive stress (a040601). The corrected code is material twisted / bent (a040609). Corrected section: h.6. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.